Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that the intravascular ultrasound (ivus) catheter met resistance with the guide wire during removal. Factors that may contribute to difficulty removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a left circumflex artery as the patient presented with unstable angina. Intravascular ultrasound (ivus) was performed and advanced to the coronary ostium. A balance middleweight universal ii guide wire was sent to pass through the lesion to the distal circumflex artery. A 2.0 mm × 15 mm scored balloon was sent to the lesion for 10 atm pre-dilatation. Angiography showed local residual stenosis < 30%, no dissection. A 2.0 mm × 20 mm drug balloon was sent to the lesion, and the lesion was compressed with 10 atm for 60 seconds. Multi-position angiography showed smooth vascular patency and stenosis < 10%. The operation was ended. It was noted that the ivus and the guide wire were withdrawn together and noted to be stuck with each other. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.